Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 300 mg/dl. Customer also experienced blood glucose of 578 mg/dl and 600 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles. Customer declined checking site, and settings were correct. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.